Event description:
Patient reported obtaining a blood glucose result of 340 mg/dl, on the suspect device. Three minutes later, patient's blood glucose was reportedly retested on a hospital blood glucose monitor with a result of 115 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.